Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported the patient presented in the hospital for a pacemaker implant. During the implant procedure, it was observed the patient's right atrial lead had a high out of range impedance. It was decided to replace this lead. The patient was in stable condition.

Manufacturer narrative:
Correction: d9, h3.